Manufacturer narrative:
The reported complaint symptom (sb supply bag lines are blocked) was not confirmed. The reported complaint symptom (iipv (dv up to 180 % of fv)) was not confirmed. The reported complaint symptom (draining slowly) was not confirmed. The reported complaint symptom (scale problems) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The drain times were within the time specifications for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact reported that the liberty select drained slowly in drain 1 of 4 2002ml/2000ml 90mins, and had sb supply bag lines is blocked in dwell 4 of 4 (times unknown) last night. Total tx volume = 9750ml. Caller stated that the supply bag was empty. Peritoneal dialysis patient contact stated that the patient manually drained 3500ml after she completed her treatment. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 5 (1994ml) and manual stat drain 6 (3500ml) where 5494ml drained. This drain is 275% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of the prescribed fill volume of 2000ml is 3600ml. Therefore, a reportable malfunction has occurred. Additional information was solicited.